Manufacturer narrative:
Evaluation summary : the balloon returned with blood visible in the balloon and inflation lumen . The device was placed in the waterbath to disperse the blood in the inflation lumen in order to aid inflation. The balloon failed negative prep . Upon inflation at 4 atms, a leak was observed exiting the distal tip and guidewire entry port, confirming a leak on the inner shaft inner shaft. The device failed to maintain pressure. There was no damage to the balloon material. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one sprinter legend rx ptca balloon catheter to treat a mildly tortuous and severely calcified lesion located in the proximal left anterior descending artery (lad), exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep/purging was not performed on the device prior to use. No resistance was noted while advancing the device to the lesion. It was reported that, during pre-dilation of the lesion, a balloon burst occurred during the first balloon inflation. 12 atm was applied to the balloon prior to the burst. The pressure dropped gradually. The device was not moved or re-positioned prior to the burst. A 1.5x15mm sprinter legend balloon was then used to complete the procedure. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.